Manufacturer narrative:
The device data logs was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had battery autonomy issues. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral battery pack was returned to resmed for an investigation.review of the device data logs confirmed the reported battery autonomy issues. The reported problem was reproduced during investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had battery autonomy issues. There was no patient injury reported as a result of this incident.